Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in a procedure performed on (B)(6) 2025. It was reported that the cutting wire of the jagtome revolution rx would not raise up and appeared to be loose in one end. No further information has been obtained despite good faith efforts. The reported event may suggest that the wire/anchor was dislodged or dislocated. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in a procedure performed on (B)(6) 2025. It was reported that the cutting wire of the jagtome revolution rx would not raise up and appeared to be loose in one end. No further information has been obtained despite good faith efforts. The reported event may suggest that the wire/anchor was dislodged or dislocated. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated. Block h11: (investigation result). The returned jagtome revolution rx was analyzed, and a visual and microscopic evaluation noted that the distal pierced hole (tomes extrusion) was torn; the cutting wire anchor was displaced from its original position, but the wire anchor is still within the catheter and was not dislodged. No other problems with the device were noted. The reported event of cutting wire anchor dislodged or dislocated was not confirmed. Upon analysis, it was found that the distal pierced hole was torn (working length torn). The torn distal pierced hole could have been generated by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope that can lead to tear and displace the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure.